Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing (uc) right 12 mm height. Item# 42522200512, lot# 63777526. Femur trabecular metal (cr) standard porous, item 42502806402, lot# 64368270. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately thirteen months post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more information is available.